Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and the battery cap was not able to be tightened to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed consecutive pump reboots had occurred. A visual inspection of the pump showed that the battery compartment was cracked from threads down to the case seal on the side. The returned battery cap was not damaged but had a gray substance on the threads. The cap was not able to tighten securely; power interruptions occurred. A test cap was used for the investigation. During testing, the pump powered on to the verify screen with audio tones and vibrations functional. The pump ez-prime steps were performed correctly and was exercised for 24 hours with no power interruption or alarms occurring. The pump case was removed and no intermittent condition was found to the power circuit/flex. Unrelated to the complaint, investigation revealed that the display was dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.